Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submissions from the same event. The others are (B)(4) (B)(6). Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was attempting to use an ar-4502, speed c" curved needle with 2 peek implants and 2-0 fiberwire, lot: 10052515 ((B)(4)(B)(6)). As the surgeon inserted the needle into the meniscus he tried to turn the cinch's angle and the needle broke. The needle did not break off completely. Another speed cinch from an unknown lot was opened and used successfully. The surgeon then went on to repair a different part of the meniscus using an ar-12990 knee scorpion, lot unknown ((B)(4)(B)(6)) and an ar-12990n knee scorpion needle, lot unknown ((B)(4)(B)(6)), which applied too much tension on the successfully seated implants, causing one to come out. The surgeon then performed a menisectomy instead. No patient injury.